Manufacturer narrative:
(B)(4). Batch # unk.   A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified.   Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The following information was requested, but unavailable: when the firing knob was damaged, did it break off of the device? If yes, did it fall into the patient? If yes, was it retrieved? Will it be returned with the device for analysis? If not, was it disposed of? =>no further information is available.

Event description:
It was reported by that during a laparoscopic colectomy, the firing knob had damaged at the 4th firing on the colon. Another device was used to complete the case. There were no adverse consequences to the patient.